Event description:
It was reported that the pump display was frozen. The customer's blood glucose level was 342.0 mg/dl which falls within the specified range. The customer resolved the issue by resetting the pump following instructions provided by the technical support team.